Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out and there was no water in the balloon on the day of use. It was stated that the event happened few hours after placement and there was no rupture or tear in the balloon. It was unknown where the water leaked from because the event was catheter fell out. No materials were in contact with the catheter and the catheter was inserted by hand.

Event description:
It was reported that the foley catheter fell out and there was no water in the balloon on the day of use. It was stated that the event happened few hours after placement and there was no rupture or tear in the balloon. It was unknown where the water leaked from because the event was catheter fell out. No materials were in contact with the catheter and the catheter was inserted by hand. Per follow up information received via ibc on 08sep2022, it was stated that the customer did not provide information about whether there was any damage in the catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted inflated the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks observed. With the syringe attach the balloon deflated passively with no cuffing or leaks noted. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.